Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 48 mm stent delivery system was returned for analysis inside a 6f customer extension guidecatheter. Analyst was unable to remove the device proximally from the extension guidecatheter due to extent of stent damage. The shaft of device was cut distally to the strain relief and device was removed distally without issues. The following attributes were examined. Examination of the crimped stent via scope found evidence of damage with stent struts from the proximal to mid stent region lifted, pulled, and bunched distally. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. The device was loaded without issues on a 0.014" test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained utilizing a radial approach. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced with a 6f guideliner. However, during advancing, resistance was encountered and upon withdrawal, a stent damaged was noted. Both guideliner and stent were completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained utilizing a radial approach. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced with a 6f guideliner. However, during advancing, resistance was encountered and upon withdrawal, a stent damaged was noted. Both guideliner and stent were completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.